Event description:
It was reported that the patient presented at the hospital after receiving inappropriate hv therapy. The patient was asymptomatic. It was determined that post sensed t-wave oversensing resulted in inappropriate shock. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.